Event description:
It was reported that that at follow-up, an episode was found where the patient was treated for vt when it was a rapid af. Noise was observed. The lead was capped and replaced. After replacement, physician thought muscle tremor may have caused the noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.